Event description:
It was reported that a crack was found in the bd plastipak¿ luer-lok¿ tip syringe barrel. The following information was provided by the initial reporter, translated from french to english: "during the withdrawal of ppi water for reconstitution of the vidaza vial, a crack in the body of the ll3ml syringe was detected. No consequences for the operator and the patient."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/7/2021. H.6. Investigation: one photo and one set of loose 3ml syringe components with customer tip cap (p/n 309658) were received. The samples were visually evaluated. Two lengthwise cracks could be seen in the print area of the barrel. One crack extended from the 0.5ml grad line to just below the 1.5ml grad line. One crack was near the previously mentioned crack, extending from the 1ml grad line to the 2ml grad line. Both cracks appeared to cut through the print. The damage observed was non-conforming per product specification. Potential root cause for the cracked barrel defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #0175472 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a crack was found in the bd plastipak¿ luer-lok¿ tip syringe barrel. The following information was provided by the initial reporter, translated from (B)(6) to english: "during the withdrawal of ppi water for reconstitution of the vidaza vial, a crack in the body of the ll3ml syringe was detected. No consequences for the operator and the patient."